Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model crus6106 recanalization catheter allegedly the tip detached after five minutes of activation. The tip remains in the patient. There was no reported patient injury. This information was received from one source. Patient was male, age and weight were not provided.